Event description:
It was reported that(1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the anvil dislodged. Stapling and cutting was acceptable. The case was completed by using another instrument. There was no consequence to the pt.